Event description:
The customer reported via phone call that he does not recall the lost numbers for 3 of the no delivery alarm. Customer does not have any set to return. Customer does not recall the blood glucose at the time. The customer blood glucose was unknown mg/dl. Customer was to change everything out if he can not give us a call. Customer was advised that air bubbles can cause no delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.